Event description:
It was reported there was an infection. It was noted a culture was taken from the device pocket and the entire system was explanted. Patient signs and symptoms included redness at the device pocket.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type extension; product ID neu_unknown_ext, serial # unknown, implanted: (B)(6) 2007, product type extension; product ID 64002, lot # n345340, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type adapter; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot # v060742, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v060742, implanted: (B)(6) 2007, product type lead. (B)(4).